Event description:
Orig. Surg 97. Allegedly x-ray indicated the shaft of the prothesis head extended through the neck of the femur and exited the anterior cortex in the intertrochanteric region. Allegedly pt suffered from severe pain and limited ability to walk.